Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported upon removal that the string would detach from the tampon, leaving pieces inside of the consumer. Consumer experienced irritation. Consumer went to the ER to have the pieces removed. Medication was prescribed.